Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cyclophosphamide was noted to be leaking between the secondary tubing and the texium connector. There was no patient harm.